Event description:
Staff have been experiencing repeated episodes of clogging of the 1.2 micron filter used for administration of parenteral nutrition (3-in-1 solution). They have had to change the filter on the line infusion 2-5 times a shift on two back to back days. This incident was also occurring a few weeks ago, and we involved the clinical pharmacist to rule out issues with the calcium concentration in the bag. They have indicated that the solution should not be an issue with these filters.